Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device trigger sticking and causing run on was duplicated. The trigger stuck in the activated position as a result of friction from mechanical damage found on the trigger shaft. The device was repaired and returned to the customer.